Manufacturer narrative:
(B)(4). The lot expiration date is currently not available. Associated medwatch: 1221934-2017-10247, 1221934-2017-10234, 1221934-2017-10235, 1221934-2017-10236.

Event description:
The affiliate reported via email the event occurred during the use of rapidloc for meniscal suture. The surgeon knows our materials and uses them frequently. A pistol and 404 needles were unsuccessful during its use, rupturing the thread and loosening the implants. Additional information received via email from the affiliate on 5-5-2017. There were lesions in internal tissues, in face of attempts with rapidloc. The surgeon used alternative techniques with other materials; there was a 30 minute delay. Also, the sales rep. Informed that there was no serious damage to the patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatches: 1221934-2017-10234, 1221934-2017-10235, 1221934-2017-10236, 1221934-2017-10247, 1221934-2017-10248.